Event description:
Implanted amplatzer septal occluder in (B)(6) of 2017. Patient presented with device erosion. Underwent emergency cardiac surgery on same day for device removal, repair of cardiac perforation and atrial septal defect closure.